Event description:
It was reported that oversensing noise and undersensing were observed on the extravascular (ev) lead. In addition, the lead had a drop in r-wave amplitude (diminished sensing) and no sensing. It was also noted that there was a pause prevention event threshold which was exceeded. A sudden rise in impedance was noted on ring2 to coil and ring1 to ring2. The patient subsequently received multiple inappropriate shocks due to the noise. The patient went into cardiac arrest and ventricular fibrillation and was externally defibrillated. It was discovered that the lead had dislodged post pocket closure. The ev lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.